Manufacturer narrative:
(B)(4). The cause of the peritonitis was a breach in aseptic technique, further described as contamination as the patient has very dry skin and scratches himself until he bleeds. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was initially hospitalized for a stomach infection and other medical conditions. On an unknown date during hospitalization, the patient was diagnosed with peritonitis. The cause of peritonitis was not reported. On an unknown date, the patient was treated with intraperitoneal vancomycin (dose and frequency unknown) and intraperitoneal gentamycin (dose and frequency unknown) for the peritonitis. On an unknown date during hospitalization, the patient stopped using ambuflex solution and started ultrabag therapy. The patient was discharged from the hospital five days after admission. The patient recovered from the peritonitis. No additional information is available.